Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
The implant does not show a fracture or crack, it has been removed due to a fracture of an abutment screw or a one-piece abutment. Corrected product information and concomitant product in this report. Also, remove investigation findings code 3243 that was submitted in the initial report. Additional codes have been added to this report.